Manufacturer narrative:
Manufacturing and inspection records were not reviewed because the batch number was not provided. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00179.

Event description:
At3 nano wire 35-0026 broke while advancing drill 80-4136 over it. Surgeon had to create a separate hole in the bone to retrieve. The broken k-wire was retrieved and removed and a delay of 30 minutes is reported.